Event description:
Small hair found in blue small basin from inside deroyal surgical supply pack. Field contamination. Blue basin and everything inside was thrown out and replaced. Irrisept and 1g of vanc to surgical would per physician. IV run for 24hrs. 2 pictures attached - 1 of hair in basin, 1 of packing list; no items saved.